Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the to the emergency room to inform to her hospital that why she had being blood glucose issue. The customer¿s blood glucose was unknown. Customer stated that the while the call handler explaining suddenly the another female voice came in and saying that the patient can not respond any more because she was getting sick. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
The auto mode information with the initial report was not available. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.